Manufacturer narrative:
No electrode or reagent lot numbers with expiration dates were provided. The field service engineer (fse) found a clot in the rinse station. Following the service visit, the customer has had no further issues. The service maintenance actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na), calcium, and glucose on a cobas 6000 c501 module. Patient 1 initial na result was 200 mmol/l. The repeat result was 155 mmol/l. Patient 2 initial na result was 382 mmol/l. The repeat result was 143 mmol/l. The initial calcium result was 1.43 mmol/l. The repeat result was 2.32 mmol/l. The initial glucose result was 19 mmol/l. The repeat result was 88 mmol/l.